Event description:
It was reported that an atypical tip tear occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath with dilator was removed from the patient an atypical tear at the tip of the device was identified. Patient status: no patient complications were reported.

Manufacturer narrative:
Device technical analysis the 14f isleeve introducer sheath with the dilator was returned and device analysis was performed by a bsc quality technician. Visual and microscopic analysis of the 14f isleeve introducer sheath was performed. The returned 14f isleeve introducer sheath had the dilator completely inside the sheath up to the hub with the tip protruding out of the tip. All three (3) expansion seam lines were expanded, and the device tip was partially split at two seam lines. The observed seam expansions and tip split are expected to occur during use and are not considered damage to the device. However, a section of the device tip was also torn and partially detached from the device. Three (3) photographs of the 14f isleeve introducer sheath were provided to assist in the investigation and were reviewed by a bsc quality technician and design assurance engineer. The photographs showed a 14f isleeve introducer sheath tip split consistent with device usage as well as a partially detached section of the device tip. The photographs match the tip damage observed on the returned device.

Event description:
It was reported that an atypical tip tear occurred. Procedure summary a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath with dilator was removed from the patient, an atypical tear at the tip of the device was identified. Patient status no patient complications were reported.